Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 23:14:58. During night drain cycle four, the patient's ultrafiltration reading was 1481ml, indicating the patient drained 1481ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through the review of the event history logs. The cause was determined to be due to a false empty detect and use error, in that the clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning stating, "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.